Event description:
Complainant alleges she was using a heating pad, when she saw sparks and flames coming from the cord, which damaged her bedding. No injuries reported with this incident.

Manufacturer narrative:
This product was examined in 02/2006, by visual inspection. It was determined that there was a wire break on both wires going into the control due to abuse as the power cord was severely twisted, which is a direct violation of the instructions provided. The insulation was off of both wires but all of the wires were not broken completely into allowing the pad to continue to function. This incident is the direct result of consumer misuse/abuse of the product.